Event description:
In early 2009: "caller alleged imprecision with inratio meter. Results as follows:" nurse obtained 6.9, 5.4 and 2.2 inratio inrs w/ the same patient.

Manufacturer narrative:
In early 2009, technique could not be verified w/ caller; it might be possible that the same finger was used on all 3 tests. Reviewed proper technique tips and reiterated on using different fingers when performing repeat tests. Two days later(the following month). Inratio precision data provided by end-user lot (inratio meter): date: original date - 1st inr= 6.9, 2nd inr = 5.4, 3rd inr= 2.2. Inratio meter: mean: 4.8; sd: 2.4; %cv: 49.7. The 49.7% cv is more than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested if meter is returned. The following month, test date: same day - inratio meter: in-house meters. Retained strip: 2 normal donors. Ra, same day - in-house testing provided (inratio meter): donor 1 inr: 1.2; mean: 1.0, sd: 1.10; %cv: 0.14, 12.86% pass. Donor 2 inr: 1.2; mean 1.1; sd 1.15; %cv 0.07, 6.15% pass. For each pair of replicates for each sample on each strip lot, mean and standard deviations were calculated. Both tests, which have 12.86% cv and 6.15%cv for each donor, are less than 16%. Hence, both samples pass the criteria for precision. No further action is required. There is an indication that the meter will not be returned and no further testing will be possible. No corrective action required as no product deficiency was established.